Event description:
It was reported that during service and evaluation, it was determined that the battery oscillator device had a sticky trigger, intermittent operation, loose knob, device interaction (2+ devices): cannot secure/lock cutter and contact damage. It was reported that the device failed visual inspection due to the loose knob and damaged electrical ports. It was further determined that the device failed pretest for general condition, check quick coupling for saw blades, check for sticky trigger and check function of device. It was noted in the service order that the device had an undetermined malfunction along with a battery reamer/drill device and battery oscillator device. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition was confirmed. The assignable root cause of the loose turn knob was determined to be traced to device design, which has been escalated to CAPA. Further results of the analysis will be captured under the CAPA. The assignable root cause of the remaining malfunctions found during service and repair was determined to be due to component failure from wear.